Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported 1 false positive result for quickvue otc. The consumer communicated the result was confirmed negative by molecular (pcr testing) and antibody testing. Consumer described individual tested had been severely ill and symptomatic but days of onset are unknown.